Event description:
The patient's spouse contacted lifescan and alleged the one touch ultra meter was reading inaccurately high compared to norm. (Invalid comparison) the reporter felt the strips were the issue. She reported the control solution test had failed multiple times. The readings on the reported meter were 229 mg/dl, 183mg/dl, 188 mg/dl, 175 mg/dl, and 170 mg/dl.(no time frame) the patient purchased a new meter and new test strips. The readings on the new meter with reported test strips "were high" and with the new test strips "normals" and passed control solution test. The readings on the reported meter with new test strips were "normal, 121 mg/dl". The customer was unable/unwilling to give the time difference between the readings. The patient contacted a medical professional for advice. The medical affairs specialist spoke with the spouse and performed a control solution test using the reported meter and reported test strip, new control solution; reading was within range. Expiration dates and condition of test strips were verified. The issue is reported as a possible product malfunction. The strips were replaced and return expected.